Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was reported to be emitting a warning tone. The patient is deceased and, at this time, it is unknown if the device was implicated in the patient's death.